Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "nodule appeared under the armpit," not related to device ¿a ball the size of a ping pong [as reported] and it was very hot ndr," "rupture," and "saw that prosthesis is part of the collection. Explained about the collection and about the natrelle line having been collected." Device remains implanted.